Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during an esophagogastroduodenoscopy (egd) with stent placement procedure within the duodenum on (B)(6) 2013. According to the complainant, the stent was being placed to treat a lesion due to a malignancy. During the procedure, the stent was fully deployed in the target area without issue. Following the stent placement procedure, the patient underwent radiation treatment. On (B)(6) 2013, during a jejunal feeding through a peg, it was noted that the implanted stent was broken into three pieces in the third portion of the duodenum. After a few days (exact date not given), the middle section of the stent was removed by the physician using a rat tooth forceps. The proximal and the distal portions of the stent remained implanted inside the patient. As of (B)(6), no intervention had been performed to remove the two remaining sections of the stent and the physician did not plan to place another stent. In the physician¿s assessment, the stent damage was caused by the radiation treatment. The patient complained of pain but it was unknown what caused the pain and if the pain had been resolved. There were no patient complications as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) for the reported event of stent broken. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.